Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 18 jul 2020.

Event description:
The customer reported the touchscreen was not working properly and required frequent calibration. There was no patient involvement. The manufacturer's international service technician confirmed there was misalignment in the touch position. Calibration was completed however the issue was unresolved. The customer was advised to replace the touchscreen. The manufacturer's international service technician replaced the touch screen and the issue was resolved.

Manufacturer narrative:
G4: 30oct2020. B4: 04nov2020 . Touch screen assembly was returned for evaluation. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.